Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the issues with the monopolar coagulation function. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure using an xi system, the caller reported that the monopolar coag function was not working while the cut function operated normally. The caller inquired about using the integrated electrosurgical unit (iesu) on the sp system, but the intuitive surgical, inc. (Isi) technical support engineer (tse) advised an alternative method¿using the force triad external energy device. The tse reviewed the error log and found c-34 and m-36 error codes. The caller elected to continue using the original iesu without utilizing the coag function. The procedure was completed as planned, and there were no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and found to the problem was confirmed using system logs, recorded recurring errors c 34, m 36 and 4 8a, m 11, m 18 and c 06. During testing, the erbe unit displayed error code c 34 on start and erbe log showed c 00 and m 36. The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator.